Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was noted that the audio bolus button was under response to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/24/2015 with the following findings: during investigation, the original bolus button complaint was unable to be duplicated. The audio bolus button cover was intact; there was no damage or peeling observed. The bolus button responded appropriately to user presses. The bolus button cover was removed and there were no defects found to the button assembly.